Event description:
New information received indicated that the right ventricular (rv) lead was capped on (B)(6) 2023. A lead fracture was noted. The patient was stable before, during, and after the procedure.

Event description:
It was reported via review of a remote transmission that the right ventricular (rv) lead was exhibiting oversensing of noise. The patient was brought into the clinic and noise was reproduced. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.